Event description:
A report was received that the patient was experiencing pain at the midline incision and would be undergoing an anchor revision. After the revision, the patient's's midline pain was gone and the patient is reportedly doing well.

Manufacturer narrative:
Device remained in patient. Additional suspect device components involved in the event:model: sc-2138-70, linear lead (phase iiia), 70 cm. This is the final report.